Event description:
Customer reported that her blood glucose was high. She stated that in the morning, the blood glucose reading was 123 mg/dl before the set change, and 365 mg/dl after the set change. She also reported a blood glucose reading of 425 mg/dl, which she treated with a bolus and brought down to 249 mg/dl. Customer stated that she changed the infusion set again and received a no delivery alarm. She stated that her hands and face were flush. Customer treated with manual injections. The drive support cap was normal and recessed. Customer found no air in the tubing and no leaks. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.